Manufacturer narrative:
Physical or cosmetic damage not found during testing. Pump passed the displacement test.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that retainer ring was loosened. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.